Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the hemostatic valve was leaking. It was noted that visible blood appeared to leak through the hemostatic valve when the balloon catheter was inserted into the sheath. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 72811 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Deflection worked as per specification. Air aspiration was reproduced during the pressure test when the test dilator was introduced through the sheath. The hemostatic valve was leaking; the valve disk was suspected to be torn. In conclusion, the reported valve leak was confirmed through testing. The sheath failed the returned product inspection due to a leaking valve. If information is provided in the future, a supplemental report will be issued.